Event description:
A nurse reported the system shut down and a reboot could not be performed during a procedure. The surgery was completed following a 30 minute delay and a system exchange. No pt injury or harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).